Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 with hyperglycemia. The patient¿s blood glucose levels rose above 400 mg/dl while wearing the pod for longer than 48 hours. Reported symptoms included malaise and increased thirst. It was also reported that there was a small amount of blood visible on the cannula when the pod was removed. The patient was treated with insulin injections. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.2. Hardware: iphone17.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.